Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number.

Event description:
Event occurred regarding a tego connector f/catheter where it was reported that device plugs up whenever patient tries to use it and does not want to use it anymore. There were patient involvement and no harm.